Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: multiple attempts have been made requesting additional information and return of device for evaluation. No response has been received.

Event description:
Country of complaint: (B)(6). Kerrison footplate broke during a surgery and was not cutting as expected.